Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the right plunger case was cracked. Unable to remove the plunger head mount from the plunger tube and some of the drive train parts are worn. The pump also gave a pharmguard data transfer is recommended alarm. During start up, the reported problem was duplicated. The root cause of the reported issue was found to be the force sensor. Replaced force sensor and replaced plunger cable as a preventative measure.

Event description:
It was reported that there was a six system failure/ force sensor bridge test/ 4 background alarms. No patient injury was reported.